Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the hospital for unrelated reason, noise was observed on the ventricular lead. Programing changes were made. Patient's condition is stable.